Event description:
It was reported that the right atrial (ra) lead was only capturing intermittently due to a possible dislodgement. An attempt to reposition the lead was unsuccessful as there was myocardium lodged in the lead helix. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Electrical resistance and cross continuity test results were within specifications. Concomitant medical products: a 4074 implantable pacing lead: (B)(6) 2014. (B)(4).